Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. It was mentioned that the pain was due to the scar tissue tugging at the leads. The patient underwent a revision procedure wherein the device remains implanted and in use. The patient was doing well postoperatively.